Manufacturer narrative:
Hologic technical support (ts) discussed workflow with customer and noted that they add 500ul of lysis fluid to the samples, which could introduce contamination. Ts reviewed workflow and reagent preparation with customer and advised to prep a new kit and continue to run and monitor. Customer understood and did not report any further issue. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 ((B)(4)), aptima sars-cov-2 ((B)(4)), and aptima sars-cov-2/flu ((B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.

Event description:
Customer reported an increase in positive sars-cov-2 tma samples run on panther instrument sn (B)(4). Customer retested samples after having issues with their sars-cov-2 controls, and they questioned the unexpected large amount of positive samples. Customer uploaded logs but did not specify which worklists or sample ids were affected. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results being reported to patients.